Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant the right ventricular (rv) lead exhibited high thresholds, a undefined high unipolar and bipolar impedance warning and a polarity switch. It was further reported that the right atrial (ra) lead exhibited a undefined high unipolar and bipolar impedance warning , a polarity switch as well as atrial under-sensing and atrial over-sensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.